Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 24-apr-2024, it was reported that patient faced tape on sticking event on 18-apr-2024. The patient reported that infusion set did not adhere. No further information available.